Event description:
It was reported that there were ¿1000¿s of people in wheel chairs because of interstim.¿ it was stated they were ¿getting nerve damage from the device.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).